Manufacturer narrative:
Additional information was received to clarify that the catheter tip was not detached. It was reported that the distal tip was enlarged distally. The rebar catheter was returned for analysis without the guidewire or y-connector; therefore, any contributing factors from these devices could not be assessed. The catheter was found to be kinked at ~150.2cm from the proximal end of the hub. The catheter tip was found to be damaged. No other anomalies were observed. The lot history record of the reported lot number has been reviewed and no quality issues were noted. Based on the device analysis the customer report was confirmed. The catheter tip was found to be damaged. The damage to the catheter tip possibly occurred while the catheter was being inserted into the y-connector. In addition, the catheter was found to be kinked. However, the cause for the damages could not be determined. Per the rebar instruction for use precautions: - prior to use, carefully examine the rebar micro catheter and its packaging to verify that it has not been damaged during shipment. - prior to use, all accessory devices and agents should be fully prepared according to the manufacturer¿s instructions. - inspect the catheter prior to use to verify that it is undamaged.

Event description:
Medtronic received information that during preparation of the catheter, it was noticed that the catheter was enlarged distally in the last 3 mm. The physician flushed the catheter and did not steam-shape the catheter tip. The physician proceeded to put the catheter through the y connector, noticed that the catheter was concentric enlarged distally in the last 3mm, and could not proceed with the catheter through the y connector. The physician removed the microcatheter from the y connector and opened a new one. The catheter was not used in the patient because this event was detected prior to procedure.

Manufacturer narrative:
(B)(4) the investigation is ongoing and results will be sent upon completion.

Event description:
Medtronic received a report that during a procedure the "tip detached / tip damage" on a rebar microcatheter. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.